Event description:
The event is reported as: during surgical procedure the physician had issues with a da vinci balloon port. This complaint references a second port that was used by the physician after the first one failed. The physician noticed a hole in the balloon on the second port prior to entering the pt. A third port was retrieved to continue the surgery. There are three separate complaints opened for each of the three ports used by the physician. No injuries reported.

Manufacturer narrative:
Product has not yet been rec'd by MFR, therefore, investigation report is complete at this time. A f/u report will be submitted when investigation is complete.